Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator mixer was leaking. There is no sign of physical damage. There was no patient involvement at the time of the reported condition. Service engineer replaced the o2 mixer and the faulty mixer was returned for failure analysis.

Manufacturer narrative:
Product analysis #701803158: the complaint of leak in the mixer is unable to be duplicated. The mixer was attached to a known good ht70 test unit and a calibrated pts2000 flow meter (ID: cl-12690). The ht70 was adjusted to standard settings and allowed to cycle with the complaint mixer attached and set to 21%. At no point could noise from a leak be heard as the mixer was adjusted between 21 and 100%. Verification of oxygen flow with the flow meter shows low readings (mixer @21% - pts @20%; mixer @40% - pts @32.6%; mixer @50% - pts @35.6%; mixer @ 100% - pts @55.1%). No damage found on mixer. I¿m unable to determine root cause of low readings.

Event description:
It was reported that the ht70 ventilator mixer was leaking. There is no sign of physical damage. There was no patient involvement at the time of the reported condition.